Event description:
Right carotid endarterectomy was performed on 6/15/1999 during which a hemashield patch angioplasty was performed. On 6/17/1999 pt was re-admitted to medical center because of a large right neck hematoma. On 6/20/1999, evacuation of the hematoma was performed. Surgeon reported hematoma was partially due to hemashield.